Event description:
Customer reports their adc device is too hot to hold. No further details are available at this time. It is unknown if the customer's device was too hot to hold during use or while charging. There was no report of fire, smoke, explosion, or shock. There was no report of death, serious injury, or mistreatment associated with this event. Issues involving thermal events occurring with adc freestyle libre and libre 2 readers is associated with report of corrections and removal number 2954323-02/09/23-001-c, submitted to the FDA on 09-feb-23. Adc field action fa1005-2023 was issued to the us 09feb23.

Manufacturer narrative:
Reader (B)(6) has been returned and investigated. Visual inspection has been performed on the returned reader and no damage, burn marks, or corrosion were observed. A visual inspection was performed on the returned adc charging cable and the power adapter, no issues were observed. The returned reader was further investigated and de-cased. Visual inspection was performed on the de-cased reader's pcba (printed circuit board assembly) and no evidence of reader being too hot to hold was observed. The returned battery voltage was measured and a power consumption test was performed and both were within specification. The reader was also monitored under thermal camera during operation, where no abnormal hot spots were observed. The results of a load test on the returned power adapter were within specification and a continuity test on the returned charging cable found no problems. There was no evidence observed that the reader was ¿too hot to hold" as reported by the customer. Therefore, this issue is not confirmed. The dhrs (device history record) for the libre reader and verification of correct cable and adapter were reviewed. The dhrs showed that the libre reader passed all tests prior to release and the correct cable and adapter were part of the kit pack and there was no indication that the product did not meet specifications. All pertinent information available to abbott diabetes care has been submitted

Manufacturer narrative:
The customer¿s product has been requested for investigation. A follow-up report will be filed once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reports their adc device is too hot to hold. No further details are available at this time. It is unknown if the customer's device was too hot to hold during use or while charging. There was no report of fire, smoke, explosion, or shock. It is unknown at this time if the charging cable and adapter used was the cable and adapter supplied by adc for use with the libre device. There was no report of death, serious injury, or mistreatment associated with this event. Issues involving thermal events occurring with adc freestyle libre and libre 2 readers is associated with report of corrections and removal number 2954323-02/09/23-001-c, submitted to the FDA on (B)(6) 23. Adc field action fa1005-2023 was issued to the us (B)(6) 23.